Event description:
The patient was having difficulties with higher blood glucose (bg) levels and slow, difficult priming. Patient cannot explain the high bg levels. Patient had an x-ray with the pump directly in the line of the x-ray.